Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported a patient with symptoms of diffuse lamellar keratitis following lasik treatment of the left eye. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
At the visit on site, the fse (field service engineer) replaced the laser head and verified the system according to company specifications successfully. Local service support team reviewed all cases - no technical root cause could be determined. Log file review shows that according to quick user manual the user used energy settings which are within the defined recommended arrangement of pulse energy. During the complete day the energy was stable with no abnormalities. So no technical problem can be identified on the reported day. Local clinical application specialist visited the site and states that diffuse lamellar keratitis (dlk) is a known side effect/complication of the lasik procedure. Energy and separation settings used during the flap cut showed differences compared to common settings (different bed- side- and canal cuts require more time for re-alignment between the steps). The contribution of the settings used is possible but likely affected at the periphery and corneal bed. The local cas has been informed to reduce the energy and increase the separations. The total energy delivered during the cut could cause dlk but is less likely in this case. The appearance of dlk is not with immediate effect and sporadic, directing to other contributing factors. The root cause cannot be determined conclusively. (B)(4).